Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause could not be determined for the reported difficulties. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using proglide devices via an 8f sheath after a intra-aortic balloon pump (iabp) was placed. As a hematoma appeared in the groin, a decision was made to use a proglide device to close the access site. Reportedly, the proglide deployed successfully; however, when trying to advance the knot with the suture trimmer, the knot could not be pushed down to the artery so the rail suture was cut and an attempt was made with another proglide device. The second proglide device was deployed; however, hemostasis was not achieved. The physician tried to "rewrap the blue rail suture again" (meaning "the physician used another 6-0 suture to bind to the original blue suture"); however, hemostasis was still not achieved. The patient was taken for surgery. When the physician opened the access site; it was noted that the sutures of the proglide devices had not captured the artery wall because the artery was torn. The tear in the artery was reportedly due to the iapb and the patient having poor vessels. The vessel was surgically repaired. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.